Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('she was advised that she may be suffering from pelvic inflammatory disease (pid)'), device dislocation ('devices had migrated') and genital haemorrhage ('heavy bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed at the same day of essure insertion" on (B)(6) 2016. The patient's medical history included parity 2. On (B)(6) 2016, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced endometrial thickening ("the lining of her womb was thickned") and device expulsion ("a few weeks after the insertion mirena migrated and fell out"). In 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. In (B)(6) 2016, the device expulsion had resolved. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage and endometrial thickening outcome was unknown. The reporter considered device dislocation, endometrial thickening, genital haemorrhage and pelvic inflammatory disease to be related to essure. The reporter provided no causality assessment for device expulsion with essure. The reporter provided no causality assessment for device dislocation, endometrial thickening, genital haemorrhage and pelvic inflammatory disease with mirena. The reporter considered device expulsion to be related to mirena. The reporter commented: on (B)(6) 2016, insertion of essure and mirena was performed, together with endometrial ablation. A few weeks after the procedure, the mirena coil migrated and fell out. In 2017, with symptoms of pain and heavy bleeding, the patient was advised that she may be suffering from pid. The scan came back normal. She first made a connection between her symptoms and the device in (B)(6) 2017, however she was assured by her general practitioner that there was no problem with the device and that the most likely explanation was that she had pid. After hysterectomy on (B)(6) 2018, the patient was informed that the essure devices had migrated. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2016: essure devices were in place, but the lining of her womb was thickened; in 2017: after advice that she may be suffering from pelvic inflammatory disease (pid), the scan came back normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc; after internal review the causality of mirena for event pelvic inflammatory disease was amended to unrelated. A 31-year-old female patient had essure inserted and on the same day she was also fitted with mirena (levonorgestrel intrauterine system; ius). Mirena was expelled after a few weeks of use. At least several months after the insertion procedure and the ius expulsion, genital bleeding and recurrent pain led to suspicion of pelvic inflammatory disease (pid). Months later the patient underwent hysterectomy, with findings of dislocation of the essure devices. All events are listed according to the reference safety information of both products, however all events were considered unrelated to mirena due to a negative temporal relationship, whereas a causality of essure cannot be excluded (related). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('she was advised that she may be suffering from pid'), device dislocation ('essure migration') and genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed at the same day of essure insertion" on (B)(6) 2016. The patient's medical history included parity 2. On (B)(6) 2016, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 mcg/24hr continuously. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion ("mirena migrated and fell out"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and endometrial thickening ("the lining of her womb was thickened"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. In (B)(6) 2016, the device expulsion had resolved. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage and endometrial thickening outcome was unknown. The reporter considered device dislocation, endometrial thickening, genital haemorrhage and pelvic inflammatory disease to be related to essure. The reporter provided no causality assessment for device expulsion with essure. The reporter provided no causality assessment for device dislocation, endometrial thickening, genital haemorrhage and pelvic inflammatory disease with mirena. The reporter considered device expulsion to be related to mirena. The reporter commented: on (B)(6) 2016, essure, mirena and endometrial ablation were performed. A few weeks after the procedure, the mirena coils migrated and fell out. In 2017, she was advised that she may be suffering from pid. The scan came back normal. During hysterectomy, it was found that devices had migrated. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2016: essure devices were in place, but the lining of her womb was thickened; in 2017: the scan back normal. A (B)(6) female patient had essure inserted and at the same day she was also fitted with mirena (levonorgestrel - ius). She experienced pelvic inflammatory disease (pid) and genital bleeding, which are listed events in the reference safety information for essure and mirena. Regarding genital bleeding, it was considered as unrelated to mirena due to a negative temporal relationship. Concerning the pid reported, it was unclear when it started, but considering that, few months after insertion, she started experiencing pain on her right side (interpreted as pelvic pain) and also the safety profile of the suspect products, the company cannot exclude a causal relationship between the event and the suspect products (related). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.